Manufacturer narrative:
The product was not received by stryker communications. It was reported that an equipment boom electrical rotational brakes disengaged when a cauterizer device was being used during a procedure. There was patient involvement due to the issue occurring during a procedure but there was no impact to the patient and caused no surgical delay. There were no reported injuries or adverse consequences. The equipment boom was manufactured before 22apr2020 and has the older style MFR board. Although we couldn¿t confirm the root cause we suspect the issue is most likely due to the previous version of MFR capacitive board. The newer revision capacitive touch board was redesigned and released back in april 2020 to be less susceptible to emi from high frequency devices. This boom is confirmed to be within scope of field action pfa2497567 (res 87331). A stryker representative will be performing the pfa inspection and will install the current revision of MFR board and confirm that the boom is operational. If any further information is obtained around this event, a supplemental will be filed.

Event description:
It was reported the eq boom in or 4 is clicking during case while cautery is in-use. There were no reported injuries or adverse consequences.